Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped due to lead dislodgement, likely since implant. This lead was explanted during a device change out procedure, therefore; no additional surgical intervention was necessary. This lead is no longer in service. No additional adverse patient effects were reported.